Event description:
It was reported that during treatment with a phoenix machine, an external fluid leak was observed from the p2 hydraulic pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10. The device was evaluated on site by a baxter qualified technician. Upon visual inspection a fluid leakage from the p2 hydraulic pump and male yellow sterilant connector was observed. The reported condition was verified. The pump assembly and sterilant connector were replaced, and no further issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.